Manufacturer narrative:
Corrected fields- d10. Updated fields- b4, g3, g6, h2, h3, h6 codes (investigation findings, types, conclusion, components), h11.

Manufacturer narrative:
Due to character limitation in e1, full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by during preventive maintenance by getinge field service technician that cardiosave intra-aortic balloon pump (iabp) display was not functioning properly, displaying a blue image. No patient involvement and no patient injury reported.